Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported dizziness. High thresholds were noted on the right ventricular (rv) lead, consistent with historical values. The rv lead remains in use. No patient complications have been reported as a result of this event.